Manufacturer narrative:
Additional information was received which indicated that before the final release, the valve position was ¿fine¿. In the moment of release the valve jumped but not while it was connected to the delivery catheter system. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the day of implant, the initial 23 millimeter (mm) transcatheter bioprosthetic valve was implanted within a pre-existing surgical valve. The transcatheter valve dislodged into the ascending aorta resulting in moderate to severe paravalvular leak (pvl). As a result, on that same day, a second 23mm bioprosthetic transcatheter valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.